Event description:
Additional information was received as follows: the floating thrombus was in the bifurcated stent graft. The physician was able to remove the thrombus during the initial procedure. The type I endoleak that was present after the second aortic cuff was implant resolved without intervention one week post implant. The clot was only in the bifurcated stent graft resulting in occlusion at the time of implant. The cause of the clotting/occlusion was related to the patient's non-reaction to heparin and the patient required a larger amount of heparin than expected; however, the exact amount of heparin is unknown and the act (activated coagulation time) was not available in the operating room. The initial angiogram revealed that there was a clot/occlusion within the stent graft and there were no type I endoleak present. The physician believes that due to amount of manipulation with pulling on the stent graft from below, this pulled the stent graft away from the aortic wall; however, the exact cause is unknown. The physician only performed a partial final angiogram in the iliac limbs. The challenging aortic neck may have been a contributing factor.

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm. The proximal neck anatomy was aggressive with 60 degrees of angulation and a 1 cm neck length. The patient had a very large proximal type ia endoleak. After initial implant there was no endoleak at all. However, a clot was seen in the graft on final angiogram and many passes of embolization catheters were performed to resolve the clot. It is presumed that this process may have caused the endoleak. The patient was taken to or to place a proximal cuff. The 1st aortic cuff attempted, got hung up on crowns of original stent graft while trying to pull it down into place. As a result, the cuff was deployed above the celiac in the descending thoracic aorta to avoid any issue with trying to remove it. A second aortic cuff was then placed successfully. A slight type proximal type ia leak was still seen and the decision was made monitor the patient. No clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related; severe aortic neck angulation). Conclusion: device failure/lack of effectiveness related to patient condition (severe aortic neck angulation).